Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital after being unable to connect any power source to one side of the controller; thus, the patient was only being supported by one power port.&#2068;he patient also reported a low priority alarm. The vad coordinator and clinical specialist performed a controller exchange at the bedside which was tolerated by the patient without issue. The last report received indicates that the patient remains admitted to the intensive care unit related to concomitant issues.&#2062;o further information was provided

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "pt was being supported on one side only. Low priority alarm activated" was confirmed. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection for power source one connector pin damages, thus preventing the battery from making proper connection to the controller port. The most likely root cause of the reported event can be attributed to a forced or improper connection to power source one (ps1) port causing the pins to damage; however the manufacturer is investigating connector damages. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.